Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. Clinical reason for explant refractive miss. The iol was exchanged for advanced technology intraocular lenses (atiol) model lens 1 month 4 days following the initial implant procedure. Additional information has been requested and received stating in the surgeon opinion product did caused the event and patient changed mind regarding near and distance vision. After lens replacement patient issues were resolved with patient harm. Surgeon prognosis was great.